Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal struts 4-6 were damaged, the 5th strut raised and pulled distally. The undamaged center and distal stent od (outer diameter) was measured using a snap gauge. The od measurements are within specification, indicating that there was no issue with the crimped stent profile of the complaint device. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile for this device , there is no issues to note with the interaction between the two components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 135mm from end of strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non occluded, concentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A kinetix guidewire was advanced to cross the lesion. Subsequently, a 28 x 4.00 promus premier¿ drug eluting stent was selected for use to treat the lesion. However, when the nurse unpacked the promus premier¿ stent, the nurse noted that the distal stent edge was flared. The procedure was completed with another 28 x 4.00 promus premier¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non occluded, concentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A kinetix guidewire was advanced to cross the lesion. Subsequently, a 28 x 4.00 promus premier drug eluting stent was selected for use to treat the lesion. However, when the nurse unpacked the promus premier stent, the nurse noted that the distal stent edge was flared. The procedure was completed with another 28 x 4.00 promus premier stent. No patient complications were reported and the patient's status was stable.